Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to dehiscence, fluid discharge and infection. No additional adverse patient effects were reported. This crt-d was explanted.